Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. There is no evidence to suggest that a device malfunction or procedure caused the reported event. Clinical factors that may have contributed include the patient's previous medical history, and related comorbidities and the progression of the patients underlying disease process. There are patient pharmacological factors, including anticoagulation issues that may have contributed to this event. From all indications, the device operated within specifications and as intended with no indication of any device malfunction. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the site that on (B)(6) 2017, the patient presented to an outside hospital with left facial droop and new onset weakness. A head computed tomography (CT) revealed large evolving middle cerebral artery (mca) infarct. Patient was transferred to another hospital for further intervention. It was stated that the patient was deemed not a candidate for embolectomy as patient's neurological status rapidly declined. It was further stated that the family decided to perform comfort measures only and ultimately have care withdrawn on (B)(6) 2017, and the patient expired. Reportedly, mean arterial pressure (map) and international normalized ratio (inr) were well controlled and within target. Event is considered possibly device related per vad coordinator. No further details have been provided by the site and an autopsy report is not available. No additional information available.